Manufacturer narrative:
The product was received on (B)(6) 2023 and the complaint was reopened on (B)(6) 2024 for pump evaluation. DHR was reviewed, and the pump passed all previous tests. There is one other complaint on this device. Analysis of the returned device was completed on (B)(6) 2024: upon review of the pump's history it was noted that the pump was sent for recertification on (B)(6) 2022 and was completed on (B)(6) 2023, even though the pump should have been evaluated for each of its two complaints prior. The pump's event log was pulled in order to identify any possible errors or alarms that could have prevented the pump from completely infusing as the patient reported, but since the pump was recertified, the pump's event log was completely blank and showed no history of a prior infusion. The pump was tested with the testing protocol for flow rate. The initial bottle weight was recorded at 60.256 g before the 100 ml infusion, and 156.790 g after the infusion, which has a total weight of 96.534 g and a deviation of (B)(4). The pump is in range and is performing to specification, falling in the (B)(4) range. The pump ran at a rate of 4.2 ml per hour and a vtbi of 100 ml, keeping the current customer's parameter for the rate. During functional testing the pump was unable to replicate the reported issue, passing the test. Reported issue not found, device performing to specification.

Event description:
Healthcare professional reported pump did not infuse all the medication. "Starting volume was 3260 mg. End volume was 2669.4 mg". "Patient stated it beeped multiple times throughout the night. Patient contacted the 24 hour support line x 3 times and they were able to get it restarted, but patient had 8 hours of medication left when they arrived for their appointment to remove the pump." No kinks, occlusions or defects were noted in the tubing. Patient did not require any medical intervention or treatment. Medication being infused was 5fu. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Manufacturer narrative:
The pump receival date is 02/15/2024, not 2023 as previously described in h11 in the first follow-up.